Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The draw volume event occurred 3 times. The label event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "slow flow of blood into the bottles. The flow in the 2ml. Comes in drops, rather than a flow. Also if the label on the 2ml bottle could be put on the 4ml bottle as it contains the information necessary for the patient on it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary: bd received 4 samples from catalog 368920, lot number 0283796 from the customer in support of this evaluation. Functional testing was performed and the customers alleged failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the customer sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The draw volume event occurred 3 times. The label event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "slow flow of blood into the bottles. The flow in the 2ml. Comes in drops, rather than a flow. Also if the label on the 2ml bottle could be put on the 4ml bottle as it contains the information necessary for the patient on it.".

Manufacturer narrative:
Additional information has been provided. An additional lot number has been provided. D.4. Lot #: 1098504 does not exist for material number 368920.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tubes there was under-fill or low draw of a tube with blood. The draw volume event occurred 3 times. The label event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "slow flow of blood into the bottles. The flow in the 2ml. Comes in drops, rather than a flow. Also if the label on the 2ml bottle could be put on the 4ml bottle as it contains the information necessary for the patient on it."